Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2014 with the following findings: the pump was returned with no visible damage to the keypad. During testing, the functionality of the keypad buttons could not be checked due to internal moisture damage. The keypad cover was removed and no contamination was found under any keypad button contacts. There was evidence of moisture behind the display lens, and the display was blank due to moisture damage. Unrelated to the initial complaint, the battery compartment was observed to be cracked. The leak test was performed and failed due to a crack in the battery compartment and pump case. The crack in the pump case was in the upper right corner of the display area. The pump cover was removed and moisture contamination was observed inside the pump, on the keypad flex cable and connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.